Event description:
It was reported that during an appendectomy procedure, the product locked. No details were provided. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # l53v4l. Additional information was requested and the following was obtained: did the same issue occur with both devices? If no, please explain. He was informed the same issue occurred with both devices. Unfortunately I wasn¿t in the or and could not help the surgeon. Were the devices locked-out and would not fire? Not informed, although surgeon has some experience with these devices and know they only fire after locked out. Were the devices locked on tissue with the jaws closed? As far as he understood, surgeon had jaws locked on the tissue when the problem occurred, without any damage to patient. If yes, how was the device removed? Surgeon unlocked devices, opened jaws and changed devices. If yes, did the jaws eventually open? Only when surgeon did so. What color cartridge was being used? Cartridge used was in the device, as informed by the surgeon¿s team. If not there, they didn¿t inform the color. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? Not informed even after requested. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process.